Manufacturer narrative:
This follow-up MDR is being submitted to acknowledge that the reported date of awareness is outside the documented impella implant and explant period. The impella was implanted on (B)(6) 2026 and explanted on (B)(6) 2026; however, the date of occurrence for the reported thrombus event 20-mar-2026, and the date of occurrence for the reported hemolysis event is (B)(6) 2026. Additional information has been requested to clarify the reported dates and relationship to impella support; however, no response has been received at the time of report submission.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Corrected d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the mechanical interaction with blood/ hemolysis could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 58-year-old male patient who had been admitted in with indication of cardiomyopathy, presenting in with unknown medical history/comorbidities, beyond awaiting diagnosis of thalassemia. The pump was placed and was supporting when there was concern of hemolysis. The patient had a plasma free hemoglobin of 5mg/dl. The haptoglobin level was the cause of concerns for hemolysis. Upon explant of the pump on day 3 of the support there was an observation made of pump thrombosis. There was no noted intervention for either the hemolysis or thrombosis and the patient was placed on a left ventricular assist device (lvad). The patient did survive to the lvad placement. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. In this instance the pump position was noted to appropriate and was not in need of repositioning.